Event description:
This event was reported as shortness of breath an exertion and regurgitation. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcific nodules measuring 6mm within the belly of the noncoronary cusp whcih resulted in stenosis of the effective orifice area. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall of the right and noncoronary cusps. Additionally, calcification was noted in the belly of the noncoronary cusps. Extensive stent distortion was noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis